Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.